Event description:
A hospital in (B)(6) reported that an opt542 optiflow nasal cannula was found to be broken prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected. Results: the visual inspection revealed that the nasal prong has broken at the left side of the nasal interface connection point. There were no stress marks at the right side of the nasal interface to indicate a weak point on the interface. A lot check revealed no other complaints of this nature for this lot number. Conclusion: it is likely that the damage observed was due to the over-tightening of the head strap. All cannulas are visually inspected for cracks, tears, inclusions, discolouration and deformation prior to leaving production and those that fail are rejected. Our user instructions that accompany the product illustrate the procedure for fitting the optiflow nasal cannula to a patient.

Event description:
A hospital in (B)(6) reported that an opt542 optiflow nasal cannula was found to be broken prior to patient use.

Manufacturer narrative:
(B)(4). The complaint opt542 nasal cannula is en route to fisher & paykel healthcare (B)(4) for investigation. We will provide a follow up report upon completion of our investigation.